Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 7.8 cm diameter abdominal aortic aneurysm. The diameter of upper proximal neck measured 18mm. The right common iliac artery measured 14mm in diameter and 38mm in length. The diameter of right bifurcated internal iliac artery measured 15mm. The left common iliac artery measured 13mm in diameter and 33 mm in length. The diameter of left bifurcated internal iliac artery measured 11mm. The minimum diameter of right external iliac artery measured 8mm. The minimum diameter of left external iliac artery measured 8mm. The proximal neck lengthby centerline measured 26mm. It was reported that on the final angiography, a proximal type I endoleak was confirmed. Touch-up was done. Angiography done after t ouch-up confirmed a minor proximal type I endoleak. No additional action was done and the procedure was completed. The patient is being monitored with control of medication. Per the physician, the proximal neck length was "close to nil" and the physician expected the proximal type I endoleak was due to poor sealing, prior to procedure. No clinical sequelae were reported and the patient is being monitored by physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pre-implant CT scan showed the proximal neck length was approximately 26 mm, but since the neck was angular, the actual proximal neck length was shorter. The specific neck angulation was unknown.